Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl and one week later they woke up to a reading of 51 mg/dl. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device was connected to a test transmitter and sensor and monitored without any connection interruptions. Pump and test transmitter and sensor calibrated successfully. (B)(4).